Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer mentioned that the pump functionality was affected and retainer ring was damaged. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave critical pump error (open book). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past. The adapt tool reveals that pump error 63 alarms were found on (main error log) file ID=2017 line ID=147. Per software engineering log investigation, it was determined that pump error 63 was caused by twi interface on main/motor processor. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Corrosion was found on keypad flex connector gold traces. Moisture damage was found on motor force sensor flex connector gold traces, electronic assembly, keypad connector on electronic stack, and motor force sensor connector on electronic stack. Unit also received with cracked case-corner of belt clip rails, label damage (faded), cracked keypad overlay, stained keypad overlay, keypad overlay peeling, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of cosmetic damage for a crack in pump's retainer ring was not confirmed. In addition, unit was received with critical pump error (open book) due to corroded electronic assembly. Unit also revealed critical pump error 63 on download history files, caused by twi interface on main/motor processor. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.